Event description:
During an unspecified procedure, the knots did not hold. The hosp has reported that no pt injury occurred. Another suture was applied to correct this condition.

Manufacturer narrative:
12/10/96-medwtch report not received by MFR. Submission of initial report to FDA.